Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 5 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Stroke and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with fever and chills on (B)(6) 2015. Blood cultures were positive for corynebacterium. CT scans were negative for lvad pump pocket infection. A transesophageal echocardiogram (tee) was negative for valvular vegetations. Infectious disease (ID) personnel felt that the lvad was seeded with the infection. During admission for bacteremia, the patient developed a severe headache. A head CT showed a subarachnoid hemorrhage. Further imaging was negative for a mycotic aneurysm. The patient had no neurological deficits. The patient's inr at the time of the event was 4.5 in the setting of sepsis. Anticoagulation was held until bleeding stabilized. The patient was discharged home on IV vancomycin on an unspecified date.